Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, the customer was on manual injections at the time of the reported event. During follow up, the customer reported that the malfunction cleared, and continued using the pump for insulin therapy.